Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple blood glucose (bg) levels of over 500 mg/dl to over 600 mg/dl. Bg was addressed via a correction bolus. No additional information was provided.